Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of high impedance.

Event description:
This supplemental report is being filed as device evaluation has been completed.

Manufacturer narrative:
At this time, this implantable cardioverter defibrillator (ICD) has been returned but evaluation is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that pacing impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had been increasing for several months. The patient was referred for a chest x-ray and it was determined that the patient had twiddled the lead in multiple places, resulting in movement of the lead. The ICD and rv lead were explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD). The explanting physician commented that this patient had a history of twiddling and that the lead had previously been revised one day post implant due to twiddling. No additional adverse patient effects were reported.